Event description:
The "very first" pod the customer placed with the help of a csm became infected at the insertion site. The pod was removed and discarded on the second day. The customer saw her hcp and was treated with antibiotics. The hcp said she had "developed cellulitis at the site." The customer prepares the podsite with alcohol. Since the product was discarded it will not be returned for evaluation.

Manufacturer narrative:
The device was discarded and therefore unavailable for evaluation. We are unable to determine if any product condition contributed to the patient's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."